Event description:
A 3.5mm diameter x 15mm length ave micro stent ii was successfully placed at the target lesion in the lad, after predilation with a 3.5mm diameter ptca balloon. Two days later, the pt returned to the cath lab with thrombosis of the left anterior descending coronary artery. The stent was redilated with a 3.5mm diameter ptca balloon, successfully. According to the report, the physician attributed the thrombosis of the stented vessel to the fact that the pt had not taken the prescribed asprin and ticlid, post procedure. There was no additional clinical sequelae reported relative to the event.